Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. H6 corrections: health effect ¿ clinical code entry has been changed to "no patient involvement///2645" medical device ¿ problem code entry has been changed to "output problem/energy output problem/failure to deliver energy/1211" internal complaint number: (B)(4). The lot #25155073 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on (B)(6) 2021 . An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. The cannula and harvesting tool were returned. Signs of clinical use was observed with no evidence of blood observed. No visible defects were observed on the cannula. The silicone insulation on the both jaws was observed to be intact. The heater wire was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.690 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting cannula would not cut or cauterize at the very start of the procedure. No patient effects. No injury to the patient because it was never used on the patient and would not work fresh out of the box. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting cannula would not cut or cauterize at the very start of the procedure. No patient effects. No injury to the patient because it was never used on the patient and would not work fresh out of the box. A replacement device was used to complete the procedure.